Manufacturer narrative:
The device was not returned and therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced under and over infusion. Air in line occurred when bag is empty. The infusion was started when the bag was empty and air-in-line alarm occurred. Medication infused with primary parameters: vbti ¿ 1740 ml, flow rate ¿ 70 ml/hr, dose ¿ 1680 ml. Reporter also provided that the bag was empty but still a volume to be infused (vtbi) was still programmed with 107ml. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.